Manufacturer narrative:
A ventilator was reported intermittently failing pressure transducer test. It was investigated at site by a service engineer. The pressure transducer printed circuit board (pcb) was tested in another ventilator and passed all tests, and the reported issue could not be reproduced, hence it seems likely that some other component caused the fails. The reported ventilator was cleared for clinical use, with a recommendation to replace the pressure transducer pcb if the issue would happen again. As the issue could not be reproduced, the pcb was not replaced. Logs were sent back for further investigation. The received test log confirms that ventilator started to fail monitor pressure transducer test at 2020-11-15, and internal leakage test fails started 2020-11-20. As the message "system volume too small" appeared in the fail log, it is according to the manual recommended to replace the gas modules if the fail happens again. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. As goods was not sent back, further investigation is not possible and the root cause of the failing pressure and leakage tests could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).